Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21248. The patient received two leads with the same lot number. It was reported the patient's ipg eroded through the skin. Subsequently, during surgical intervention to address the issue, the physician observed the lead had migrated from its original position. The physician elected to explant the entire scs system.